Event description:
(B)(4) starting to feel pain in my lower right abdomen. As I get up from sitting or change positions in bed, the pulling pain is felt.

Event description:
(B)(4). Had fallopian tubes with essure removed. Scar tissue that was pressing on my appendix was removed. Drained cyst in right ovary and a second ablation was done due to scar tissue buildup. Procedure was done on (B)(6).